Event description:
Olympus reviewed a literature titled "a novel two-port single-site laparoscopic pyloromyotomy for infantile hypertrophic pyloric stenosis". Literature summary: this retrospective study analysed a novel two-port single-site laparoscopic pyloromyotomy for infantile hypertrophic pyloric stenosis. Of 154 cases, seventy patients were treated with the method of transumbilical single-site laparoscopic pyloromyotomy (sslp), and 84 patients were treated with two-site laparoscopic pyloromyotomy. An olympus visera elite otv-s190 (olympus) laparoscope was used. Two groups are (1) sslp group and (2) tslp group. There was no difference in the body weight, sex ratio or age between the two groups. The operation time, blood loss, post-operative feeding time and complications between the two groups were compared. Post-operative infection occurred in one patient in each of the two groups. One case of incomplete incision was found in the sslp group. One patient with mucosal perforation in the tslp group underwent conversion to an open procedure. There was no difference between the two groups in terms of operation time or bleeding, complications, length of hospital stay or time to adequate feeding. The novel single-site method had better cosmetic effect than the two-site approach. This study concluded that the novel sslp method requires only two incisions through the umbilicus to complete the procedure, with barely visible scars and similar surgical complications to that of the two-site approach; thus, the novel method is worth promoting. Type of adverse events/number of patients: subcutaneous emphysema (sslp; n=1), (post-operative) incision infection (sslp; n=1, tslp; n=1), incomplete incision (sslp; n=1), mucosa perforation (tslp; n=1).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. No malfunctions were reported. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the author: when asked how the patients were treated for their adverse events, the response was the patients had been properly treated at that time. In the medical opinion of the author, the olympus device caused or contributed to these adverse events in this article.